Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the latch for the breathing system sticks in the open position intermittently. There was no report of patient involvement.